Manufacturer narrative:
Correction: the initial MDR submitted on february 03, 2023 was filed inadvertently. The oral antibiotics were administered as a prophylactic treatment. This report is submitted on may 15, 2023.

Manufacturer narrative:
This report is submitted on february 03, 2023.

Event description:
Per the clinic, the patient experienced skin breakdown and extrusion of the implant coil (specific date not reported). The patient was treated with oral antibiotics for a duration of 1 day (specific date not reported). Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023, to reposition the device and for skin revision. The implanted device remains.